Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned ise results for 31 patient samples tested on 2 cobas 8000 ise modules between (B)(6) 2018 and (B)(6) 2018. Based on the data provided, the na, k and cl results for 18 patient samples were discrepant. It is not clear which ise module produced which results. This medwatch will cover ise module serial number (B)(4). Refer to medwatch with patient identifier (B)(6) for information on ise module serial number (B)(4). No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided. The customer thinks there is an issue with the sample tube they are using. The customer noted a problem with gel coating the inner side of the tube.